Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump was making a continuous beeping noise and never stopped. The customer replaced battery, the issue continued and it alarmed error. Then, the customer was unable to push the buttons and continued alarming. Assisted customer with rewinding the insulin pump and passed self-test. The customer's blood glucose was 250mg/dl.